Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and was dislodged due to patient twiddled lead all the way back to the superior vena cava (svc). The lead was removed and was successfully replaced by another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.